Event description:
On 4/24/97 an ambicor device was implanted. On 7/24/97 rear tip extenders were implanted. On 8/5/97 pt reported "on minimum position I never go under 9cm, on maximum position I never reach more than 12cm, in another words; the bomb never reaches either it's lowest or it's highest position and the penis tends to turn left side around 50 to 60 degrees. Could it be because of an enormous pleat on the right tube?" On 1/26/98 the ambicor device was removed from the pt and an ipp device implanted due to inadequate rigidity and flaccidity.